Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor now alert occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. In addition, an early sensor expiration was found on (B)(6) 2019 but the root cause could not be determined. No injury or medical intervention was reported.